Event description:
This device could not be interrogated. Another programming system was used and the device still could not be interrogated. Device was pacing at 70ppm with no magnet rate, which represents operation is in standby mode. This is normal device operation intended to provide safe pacing following power or memory loss.